Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high-rate non-sustained episodes and sensing integrity counter (sic). Additionally, it was noted that there was an alert for oversensing noise and oversensing on some electrograms (egms). The lead remains in use. No patient complications have been reported as a result of this event.